Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
(B)(4).

Event description:
Upon removal of the 28f dilator, the physician noted that a piece of intima was on the dilator. Immediately after, the patient¿s blood pressure dropped. The sheath was inserted to tamponade the vessel and the decision was made to proceed with the deployment of the sapien valve. Following successful valve implantation and upon removal of the 24f sheath, the physician noted that the patient had sustained an iliac rupture. In order to repair the vessel, a 10x7 covered stent was placed. The bleeding did not stop therefore the femoral access site was extended via surgical cutdown and two amplatz plugs were placed at the top of the iliac just below the bifurcation. At the conclusion of the case, the patient was stable and was transferred to the unit for post op management. The dissection was attributed to the patient¿s friable vessels. No defects were noted during dilator or sheath inspection.

Manufacturer narrative:
Additional information indicated that during insertion of the dilator, the physician experienced resistance in the severely calcified iliac artery. After removal of the sheath the patient became hemodynamically unstable. She was transfused and two covered stents were deployed in the common iliac artery to control the extravasation. A balloon was then inflated in the iliac, until a fem-fem bypass could be completed. Patient received a total of 10 units of blood during the procedure. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary, written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The outer diameter (od) of the 28fr dilator is 9.3mm. In this case, the access vessel¿s minimum luminal diameter (mld) was reported to be 6.9mm and severely calcified. Although it cannot be confirmed, inadequate mld and severe calcification most likely contributed to the vascular complication. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.